Manufacturer narrative:
The patient's post-op uncorrected visual acuity was 20/20. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue/ debris on the product. Visual inspection found the lens to have no visible damage. (B)(4).

Manufacturer narrative:
Pt weight: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -12.0 diopter, in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.